Manufacturer narrative:
Eval summary: quality assurance analysis revealed that the balloon catheter was returned with blood in and on the sidearm, shaft, balloon and in the guide wire lumen and inflation lumen. The balloon was loosely folded and filled with blood and contrast. The shaft had separated at the adhesive lap joint. The fracture faces were jagged and the distal separated fracture face was stretched for a length of 4 mm. The support mandrel was intact. There were four kinks in the shaft, 1 mm, 3 cm, 13.8 cm, and 22.8 cm proximal to the proximal seal. There was no other damage noted to the balloon catheter. Product performance engineering was unable to complete the analysis of the returned device at the time of this report. Results and conclusions will be forwarded upon completion.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: balloon catheter separation requiring medical intervention. Device issue: balloon catheter separation. It was reported that the pt had two cypher stents already implanted in a previous procedure. No resistance was noted between the balloon catheter and these stents. The powersail was being used to post-dilate another company's stent that had just been deployed. The distal end of the stent was dilated first, and then the proximal end was dilated. After post-dilatation was completed the balloon and guide wire were removed for final pictures. During final cine, it was recognized that the markers of the balloon remained in the proximal segment of the rca. Another balloon was opened, only for length measurement, to assess the length of the fractured rx segment remaining in the rca and ascending aorta. After multiple attempts to retrieve with a 7 mm snare, the fractured balloon and shaft migrated to the descending aorta where it finally was snared and removed. It took approx three hours to retrieve the separated piece of the device from the pt. The pt is reported to be fine. No add'l event or pt info is available.